Manufacturer narrative:
Concomitant medical products: w1tr02 crt-p implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced due to a pocket infection and hematoma. It was noted that swelling and redness were observed at the lower two inches of the incision. Cultures were taken but tested negative. Antibiotic treatment was provided to the patient.